Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon used the first device to clip the duct and it worked fine. Then the surgeon went to clip the artery and the clips were gapped, they did not close completely. They pulled another device and a similar problem occurred. They pulled a third device from a different lot. This one had the same issue. They completed the procedure with a 10 mm multiple clip applier without any impact to the pt.

Manufacturer narrative:
Date sent: 09/17/2008. Info anticipated, but unavailable at this time.